Event description:
It was reported by the biomedical engineer that surgery claimed the unit failed/stopped on a patient during a procedure. Asystole was noted. No further patient complications have been reported as a result of this event.

Event description:
It was reported by the biomedical engineer that surgery claimed the unit failed/stopped on a patient during a procedure. Asystole was noted. Further information was subsequently received reporting the patient was asystolic for about 2 minutes, and there was no negative outcome to the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. The device passed all electrical testing. Visual inspection revealed notable damage, but this damage would not have caused the reported behavior. The lead flex cover, ring cover, and one side bail cover were found to be broke, the battery contacts were compressed, the battery drawer and battery drawer o-ring were contaminated, and the keypad was scratched. The 9v (volt) battery returned with the device tested below the end of operation voltage of 6.3v, while under load, which would cause the unit to shut down.